Manufacturer narrative:
H10: the device was received for evaluation. A pressure leak test was performed and a leak was observed at the level of the return line, near the screwed connector. Visual inspection of the set showed that there was a hole on the return line, near the screwed connector. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during rinsing, a liquid leak was observed at the upper outlet of the filter of a prismaflex m150. The set was disassembled and could not be used for treatment. There was no patient involvement. No additional information is available.